Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a critical battery alarm on the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller (B)(4) was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller, (B)(4) did not contain the smr software. Analysis of the alarm log files revealed one (1) critical battery alarm due to communication errors involving one battery. As a result, the reported event was confirmed via log files review. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.